Event description:
It has been reported: "my patient had a proximal right tibia mets on (B)(6) 2016. The tibia stem is now loose and he needs revision surgery, with a new cemented stem."

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, proximal tibial replacement was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets proximal tibial replacement, which was inserted on (B)(6) 2016. The surgeon reported loosening of the tibial stem. The image provided shows radiolucent lines along the stem between the cement mantle and the bone, suggesting the stem has loosened. There are osteolysis near the resection and the tip of the stem. Therefore, radiographic review can confirm the clinical report and reason for revision. Device history review: could not be performed as lot/batch code information was not provided. Complaint history review: could not be performed as lot/batch code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported: "my patient had a proximal right tibia mets (B)(6) 2016. The tibia stem is now loose and he needs revision surgery, with a new cemented stem."